Manufacturer narrative:
Age, weight, ethnicity: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Initial reporter telephone number:(B)(6). Device evaluation: field service engineer (fse) visited site to service the system and replaced the thyratron and the trigger board to resolve reported issue. System meets specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that the excimer laser system was misfiring during the fluence set. No patient involvement was reported and no further information provided.

Manufacturer narrative:
This report is to capture additional information found during the manufacturing record evaluation. Additional info: manufacturing record evaluation: there were 7 discrepancies or non-conformances experienced during manufacturing. The system and its components met all specifications prior to being released. Conclusion: device failed to function as intended. Probable cause: component failure (thyratron, trigger board). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.